Event description:
It was reported that the patient with this implantable pacemaker device experienced pain and discomfort at the pocket site. This device was explanted and replaced with a leadless system. No additional adverse patient effects were reported.